Event description:
Pt was on mattress overlay for pressure relief. On original am assessment, pt noted to have blisters on 4 toes on her left foot. Pneumocare machine extremely warm - question if pt burned her foot due to contact with machine.